Event description:
A nurse complained of a questionable inr result from a coaguchek vantus meter serial number (B)(4) for 1 patient compared to the dade innovin laboratory method. At around 9:30 am the result from the meter was 5.7 inr and within the hour the laboratory result was 3.89 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The patient has had no signs of bleeding or bruising, no known hematocrit issues, no antiphospholipid antibodies, and is on no other blood thinners or direct thrombin inhibitors. The patient had a viral infection earlier in the month that was affecting their intake of food. Starting on (B)(6) 2018 the patient was on an unspecified antibiotic for four days. The customer's meter and test strip were requested for return. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.